Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was difficult to cross the lesion. When it was able to bring into position by pushing, the balloon ruptured upon inflation at 6 atmospheres. The procedure was completed with another of the same device. There were no complications reported.